Event description:
End users claims that they slid and fell out of the lift chair trying to get out of it in the raised position. Her husband tried to catch her and she fell on the floor landing on her knee. She fractured her knee and broke her femur and toe.

Manufacturer narrative:
The end user agreed they slipped getting out of the chair and wants a cotton non-skid fabric cover on her chair. End user stated that there is nothing wrong with the lift chair.